Event description:
It has been reported to philips that the lateral tube made an explosion-like noise and x-ray was not possible. The device was in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that x-rays stopped coming out. Review of the system log file showed fse found that there was discharge occurred inside the side tube. The fse cleaned and applied insulating grease to the contact points of the high-voltage cable of the x-ray tube. After adjusted the x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method codes were corrected.